Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a de novo pulmonary vein isolation ablation procedure a intellanav mifi open-irrigated was selected for use. It was report that after extensive ablation, a high temperature warning was observed on the system and radiofrequency delivery was halted. It was then observed that the luer lock connection of the ablation catheter was cracked and leaking irrigation intended to cool. A new catheter was then opened and the procedure was completed without any patient complication.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and the device was found within specification. No opens or shorts were found. The radiofrequency ablation, leakage, and flow tests could not be carried out due to the detachment of the irrigation extension tubing from the luer fitting at the adhesive joint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
During a de novo pulmonary vein isolation ablation procedure a intellanav mifi open-irrigated was selected for use. It was report that after extensive ablation, a high temperature warning was observed on the system and radiofrequency delivery was halted. It was then observed that the luer lock connection of the ablation catheter was cracked and leaking irrigation intended to cool. A new catheter was then opened and the procedure was completed without any patient complication.